Event description:
On (B)(6) 2012 while using her flexcare unit, consumer states that her pro results standard size brush head had snapped in half. The snap occurred at the base of the brush head. The breakage occurred while (B)(6) was brushing the buckle of her mandibular on the left side. There was no injury to consumer when this happened.

Manufacturer narrative:
On (B)(6) 2012, consumer states that she has used this particular brush for the last 3 months. Consumer states that she never noticed a weakness or flexibility with the brush had anytime before. Consumer states that colgate total, crest, and sturdy while toothpaste was used during the three months of usage - all trial size samples from the dental office. On (B)(4) 2012 we have not received the unit for analysis. We will file a follow up report with in 30 day.